Event description:
The physician had not used this kit before (he was used to a seldinger technique, and this one has a trocar). Doctor met resistance (perceived as normal resistance when inserting a chest tube). Dr. Continued inserting the catheter, and noted pulsating blood coming out of the pigtail. The trocar is very rigid and this may have contributed to the cardiac puncture.

Event description:
The physician had not used this kit before (he was used to a seldinger technique, and this one has a trocar). Doctor met resistance (perceived as normal resistance when inserting a chest tube). Dr. Continued inserting the catheter, and noted pulsating blood coming out of the pigtail. The trocar is very rigid and this may have contributed to the cardiac puncture.

Event description:
The physician had not used this kit before (he was used to a seldinger technique, and this one has a trocar). Doctor met resistance (perceived as normal resistance when inserting a chest tube). Dr. Continued inserting the catheter, and noted pulsating blood coming out of the pigtail. The trocar is very rigid and this may have contributed to the cardiac puncture.

Event description:
The physician had not used this kit before (he was used to a seldinger technique, and this one has a trocar). Doctor met resistance (perceived as normal resistance when inserting a chest tube). Dr. Continued inserting the catheter, and noted pulsating blood coming out of the pigtail. The trocar is very rigid and this may have contributed to the cardiac puncture.